Manufacturer narrative:
A total of four valves were placed in the patient (four svs-v9-00) for a total of four related event reports filed separately for the same patient procedure. This is report two of four associated with this event. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration® valve system (emprove): a multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema -- potential mechanisms, treatment algorithm and case examples. Respiration 2004 2014;87(6): 513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system.

Event description:
Patient underwent endobronchial valve placement procedure for the treatment of emphysema on (B)(6) 2023. Four size 9 mm valves (svs-v9-00) were placed in the left upper lobe (lb1+2, lb3, lb4, and lb5). On day 0 post procedure, patient developed pneumothorax on the left side in the valve treated lobe requiring chest tube insertion. Physician elected to remove one valve to relieve the pneumothorax. On (B)(6) 2023 patient underwent a second procedure to remove the lb3 valve to help relieve the pneumothorax; however, two valves were subsequently removed (lb3 and lb4). The valve placed in the lb4 location was unintentionally removed and was replaced with a new size 9mm valve (svs-v9-00). Pneumothorax resolved on 04/28/2023. The chest tube was removed on 04/28/2023. The patient was observed for a couple of hours and subsequently discharged. Three devices remain implanted.no device malfunction was reported.